Manufacturer narrative:
Pt info: unk. Date of event: unk. Implant date: unk. Explant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.00 diopter, into the patients left eye (os). The patient complained of glare/haloes and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5 - additional information: the lens was exchanged on (B)(6) 2022 and the problem was resolved. The patient is happy. Claim# (B)(4).